Event description:
A report was received that patient's ipg was constantly resetting. A database analysis was done and confirmed excessive amount of resets. The patient underwent an ipg replacement and pocket relocation procedure. The patient is doing well.

Event description:
A report was received that patient's ipg was constantly resetting. A database analysis was done and confirmed excessive amount of resets. The patient underwent an ipg replacement and pocket relocation procedure. The patient is doing well.

Manufacturer narrative:
Device analysis indicated that the ipg passed all visual, electrical and performance tests performed. The complaint was not verified. Device information showed that total reset count 45, which is considered to be within an expected range for the period of more than three years.